Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery ran out quickly and it had to be changed most days. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No failed battery test alarms were noted during testing. However, the low battery alarms were noted at the long trace history file and the loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was downloaded to carelink personal successfully. The pump was received with minor scratches on the display window and case.